Event description:
On (B)(6) 2012 customer reported that the cap piercer, on the dxc 600 pro, was leaking. The leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed that waste line #118 was pinched. Fse unpinched the line and reset it to avoid future occlusion. This resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).